Event description:
It was reported that the right atrial (ra) lead was dislodged. While attempting to reposition the ra lead, the helix was unable to rotate. A new ra lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures.